Event description:
The user/facility states: "during insertion, spinal needle broke off in patient's back - physical description of pt unknown - fragment retrieved." A follow up phone call was made on 3/1/01. No additional info could be provided.